Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The severely stenosed, target lesion was in an unspecified artery. A 2.5x20mm taxus express2 drug eluting stent had been advanced to treat the target lesion, but it would not adequately cross the lesion. After removal, it was noticed that the distal edge of the stent appeared flared. The procedure was completed with an unspecified device. There were no pt complications reported with the patient's current condition listed as "good".